Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Was a complete washer transection confirmed? Was a leak test performed? If so, what was the result? Were there any staple formation issues identified throughout the care of the patient? What was done during the reoperation? What is the current status of the patient?

Event description:
It was reported that during a low anterior resection, cdh33a was used to perform the end to end anastomoses. When the surgeon manually activated the device he said it felt different. Both proximal and distal doughnuts looked good in his opinion and were intact. Approximately two days post op patient presented with abdominal pains. Was readmitted and operated on to remove fecal matter from the abdominal. The surgeon said it appeared the staple line did not hold.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Was a complete washer transection confirmed? Was a leak test performed? If so, what was the result? Were there any staple formation issues identified throughout the care of the patient? What was done during the reoperation? What is the current status of the patient? Response: spoke with dr., here are the salient points: everything seemed fine at the time of the original surgery. Patient presented with severe diverticulitis and a cancerous tumor in sigmoid. Anastomosis was transverse colon to rectum. Ils closed, fired, and was removed normally. He believes that he felt and heard the ¿crunch¿ as he fired the ils. Tissue rings were robust and intact. Rigid proctoscope was used to inspect anastomosis and perform leak test. Everything appeared fine and patient was closed. Only anomaly in his recollection was that the tissue thickness indicator went all the way to bottom of the green range with little/no effort, which was unusual for a large male patient having a colo-rectal anastomosis. Patient presented with sepsis several days post-op and was re-operated on by another dr. She described to initial dr. That the open rectum and open distal colon were laying in proximity to each other but not connected. She gave the patient a colostomy. Patient was discharged and is doing fine now.